Event description:
It was reported that patient presented in clinic for routine follow up with an alert that showed high, out of range high voltage lead impedance. The device was reprogrammed. Patient condition was good.

Event description:
New information received notes that during an atrial lead revision the right ventricular lead was capped and replaced due to a variation in pacing lead impedance and unacceptable r-wave sensing thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.